Event description:
Patient undergoing an orchipexy for undescended testicles. Asa 1. Patient with lma breathing spontaneously on sevoflurane exhibiting persistent elevated expirated co2 levels (60-80) during duration of surgery. Surgery concluded no sequelae.what was the original intended procedure?lma without elevated co2 levels.device #1is this a laboratory device or laboratory test?no.